Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. No issues were observed relating to loose caps as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose caps. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes sixty (60) caps were loose thus resulting in the blood sample splashing. There was no report of impact on the patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes sixty (60) caps were loose thus resulting in the blood sample splashing. There was no report of impact on the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: gim. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.